Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the gear clamp caused leaks. As stated on the repair statement: low concentration and gear clamp heat exchanger missing component as the key failure.